Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unk. The pt has a history of hypertension, atrial fibrillation, pancreatitis, inguinal hernia repair, and tobacco use. A dacron graft was sewn in for repair of a ruptured left common iliac aneurysm in 1985. It was reported that the implanted aneurx stent graft migrated into the aneurysm sac. It was reported that in 2004 a dacron graft was sewn end-to-end from the aorta below the renal arteries to the end of the aneurx stent graft. The physician attempted to remove the aneurx stent graft but the graft was firmly in place. The pt tolerated the procedure well, with no add'l clinical sequelae reported.